Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the end face of the light guide bundle of the universal cord is corroded by water droplets. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: event is caused by a component failure of the lg bundle (light guide bundle). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dark image. The issue occurred during maintenance. There were no reports of patient involvement.